Event description:
It was reported that a blocker on the right side s is found loose after a primary surgery. Revision surgery not planned at present.

Manufacturer narrative:
Risk assessment. The device was not returned. Manufacturing records were not reviewed because no lot numbers were provided. The plausible root cause of the reported event is not determined- multifactorial.

Event description:
It was reported that a blocker on the right side s is found loose after a primary surgery. Revision surgery not planned at present.